Event description:
According to the reporter, during the laparoscopic procedure, there a problem loading the adaptor onto the handle as well as unloading the device. The installation of reloads usually is forceful and required repeated re-installation to be done. The stapleline was incomplete at the distal end. To fix the stapleline, they retracted the defective firing and tried used a new black reload. No details regarding patient outcome or current patient status were provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.